Event description:
(B)(6) 2019 : when this product was used on patient, it bulged out the wound due to the wound dehiscence. The nerve was not deviated from the device and was connected. Although the additional treatment date is unknown, re-suturing was performed.